Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore, itchy, red, and inflamed. The patient reported she was allergic to nickel. The patient reported two sores on her back under the therapy pads and advised her back was being rubbed raw. Field services reported blistering and skin peeling. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a steroid cream, triamcinolone acetonide lotion and mupirocin topical and the irritation improved. Supplemental report 9/20/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore, itchy, red, and inflamed. The patient reported she was allergic to nickel. The patient reported two sores on her back under the therapy pads and advised her back was being rubbed raw. Field services reported blistering and skin peeling. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a steroid cream, triamcinolone acetonide lotion and mupirocin topical and the irritation improved.